Event description:
It was reported via repair work order that the bed was stuck at mid height and would not lower due to damaged motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.